Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 8/4/2015 - implant sticker sheet and dor provided.

Event description:
Patient revised for unknown reason.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2015 - litigation papers allege toxic exposure to metal debris, excessive levels of chromium and cobalt pain and suffering, and debilitating lack of mobility.